Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report a sample identifier (sid) mismatch failure on the atellica sample handler (sh) prime tube characterization station (tcs). Siemens evaluated the event and generated example barcodes for sid (B)(6) and sid (B)(6) for comparison. The difference between the barcodes appears in only a small portion of the printout and involves a variation in a single bar/space. The barcode label used for sid (B)(6) was read incorrectly by the tcs due to imperfect printing quality and the barcode symbology in use. During re-introduction of the tube, the tcs likely captured a different portion of the barcode and correctly identified the tube as sid (B)(6). The customer uses interleaved 2 of 5 without checksum, which is not a recommended barcode type per auto2-a2 laboratory guidelines and the site planning guide. If interleaved 2 of 5 is used, a checksum must be enabled. Atellica labeling recommends using code 128 and aligns with clsi approved standards, which state that i2of5, codabar, and code 39 should have been replaced with code 128 before (B)(6) 2003. Siemens concluded that the cause of the reported issue is a use error. The instrument is performing as expected with no hardware or software issues. Visual inspection of the tube barcode shows that the customer site is using interleaved 2 of 5 barcode symbology without checksum and a 10-digit length, printed by a third-party barcode printer not affiliated with atellica solution. The printing shows inconsistent quality, with artifacts on the black bars and slight impurities. The barcode misread error resulted from the use of an insecure barcode symbology combined with a weak printout. No further evaluation of this device is required.

Event description:
The customer reported that the barcode of the sample with the sample identifier (sid) (B)(6) was read by the atellica sample handler tube characterization station (tcs) as sid (B)(6) causing a sample identifier (sid) mismatch failure. The customer noticed 2 different sets of results for patient with sid (B)(6). There were 3 minutes between the 2 results using different rack numbers and position records. Sample ID (B)(6), first results from line 1 were correct. Second set of results 3 min later from line 2 were not correct and from a different patient with sid (B)(6). There are no known reports of patient intervention or adverse health consequences due to the sid mismatch failure.